Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of bands misfire.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. According to the complainant, during the procedure, several rubber bands misfired and failed to attach to the varices, instead being suctioned into the banding kit's clear attachment. Suction pressure was maintained at maximum per provider's instruction. A second banding kit was opened, but the same issue occurred. Only two bands were successfully placed, one from each kit. There were no patient complications reported as a result of this event.